Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A registered nurse (rn) from the hospital reported that a patient was found to be unresponsive with approximately one hour remaining until completion of the hemodialysis (hd) treatment. The patient, noted as being a chronic hemodialysis user, was receiving hd therapy in the intensive care unit (ICU) when the patient was observed to be in cardiopulmonary arrest. The treatment was terminated, and then cardiopulmonary resuscitation (CPR) was initiated by the code team. The nurse indicated that the patient's catheter was able to be flushed, but the patient's blood was not able to be rinsed back from the extracorporeal circuit. The patient's estimated blood loss was approximately 300ml. Furthermore, the patient received a heparin 1000u bolus pre-treatment, and then 500u every hour while being dialyzed. Follow-up information was provided which revealed that venous pressure high alarms occurred during the treatment as a result of the patient continuously lifting the access arm above their head. However, no venous pressure high alarm was present at the time of this event. Reportedly, the patient was undergoing an abdominal ultrasound, for an unknown reason, when the stenographer observed the patient to be unresponsive. Following this event, the patient was intubated. The patient's current condition is not known, but the nurse was able to confirm that the patient has received follow-up hd treatments with no further issues. The patient remains hospitalized. A fresenius regional equipment specialist (res) performed an on-site evaluation of the 2008t hemodialysis machine. No problems were identified; the unit was returned to service at the user facility. The dialyzer and bloodline are available for evaluation by the manufacturer. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on april 1, 2016 and april 22, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical record revealed that the CT scan of the chest was positive for a pulmonary embolus left upper lobe pulmonary artery. Additional findings show areas of the lungs with bilateral edema and/or infiltrate. The medical record confirmed that the patient has multiple co-morbidities as well as documented noncompliance related to her hypertension and diabetes. There is no allegation that a device malfunctioned occurred. According to the hemodialysis (hd) registered nurse (rn), the machine had not alarmed when patient became unresponsive. The machine did alarm at least once during treatment for high venous pressure, which the nurse attributed to the patient continuous raising of access arm. Medical records did not contain md or rn progress notes, hd treatment orders or treatment sheets, medication administration record, or a discharge summary. Based on a review of both patient medical records and customer contact information, there is no documentation that indicates a causal relationship between the fresenius bloodline and the cardiopulmonary event.

Event description:
The continued course of medical treatment through discharge including successive hemodialysis treatments are unknown. Based on the additional medical record received 04-22-2016 from the hospitalization it is known that the patient was eventually discharged (date unknown) to select specialty hospital for long-term rehab. The other information included in the medical record is not relevant to this event.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The system level review of this 2008t hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, with the exception of the dialyzer, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the returned dialyzer device. Although a crack in the dialyzer housing and a broken fiber were noted during the manufacturing investigation, follow-up with the user facility revealed that no blood leak occurred during treatment, and no damage to the dialyzer housing was present when inspected prior to being returned for analysis. Therefore, the evaluation concluded that the damage likely occurred during transit of the dialyzer device from the user facility to the manufacturing site.